Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: flat creases, one crack opening, partial delamination of valve and white particles in device inner surface. Leak test and microscopic analysis was performed which identified: one crack opening, wear abrasion and partial delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Additionally, healthcare professional reported "hole in valve".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.